Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort due to a slight protrusion on the lead site. The patient also had painful shocking sensation and an uncomfortable stimulation in the abdomen, rib, and in between the shoulder blades. Low impedance was noted upon connecting to the device. The patient underwent a lead replacement procedure and was doing well postoperatively.